Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with user facility rep. "[Name removed] called to report that there is no audible alarm sounding when the unit is turned on. He replaced the battery although there was no indication that the battery was low."

Manufacturer narrative:
The user facility did not submit a user facility report to the MFR. Event codes were derived based on info documented by a carefusion tech support specialist in response to a phone conversation(s) with a user facility rep. (B)(4). The following info concerning the eval of the device is a summary of the info documented by the carefusion field service rep. The carefusion field service rep evaluated the device and identified that one of the alarm speaker leads was not connected to the main wiring harness as the root cause in this event. The carefusion field service rep reconnected the alarm speaker and ran the device through a ventilator performance checks to ensure it met factory specs. Upon completion, the device was returned to the user facility ready to be placed back into service.